Manufacturer narrative:
(B)(4) a follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "approximately 15 minutes after start of eec a leakage occurred in the seal seam of the venous reservoir." No known consequences for the patient. (B)(4).

Manufacturer narrative:
(B)(4). The product has been sent back to maquet cardiopulmonary for evaluation. In the laboratory it has been tested visually and a hole in the venous bag has been detected at the sealing. Thus the failure could be confirmed. The most possible root cause could be determined as material failure at the sub supplier. Supplier investigation results: mcp tr: device history record of the complained lot has been investigated and no abnormality was found for the related material. According to investigation report, during visual inspection of the bag, a hole was found at the seal seam. This failure could not be occurred during our production. Therefore, the hole in the claimed product could be related with the material failure. As a corrective action, the supplier complaint is released with the number (B)(4). The further actions will be followed by the supplier complaint. Also our operators are informed regarding to the complaint. Device history record of the complained lot has been investigated and no abnormality was found for the related material. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
(B)(4).